Manufacturer narrative:
Product not returned for evaluation.

Event description:
Patient reported experiencing elevated blood glucose of 400 - 500 mg/dl as a result of the infusion set tubings partially separating from the luer lock. His normal range was 140-150 mg/dl. He indicated that he identified the separation as a result of wetness and air bubbles in the tubing. Patient stated that he changed the infusion set and administered an injection to address this issue. He did not require medical assistance to address the situation. Patient did not report any symptoms associated with the elevated blood glucose. Product was not requested to be returned for evaluation.